Event description:
The customer reported that device jaws could not be re-opened easily after the first application during a total vaginal hysterectomy. There was no pt injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.